Manufacturer narrative:
The subject device is not available.

Event description:
During a stent assisted coiling embolization of an unruptured terminus aneurysm, it was reported that the patient experienced a significant hemorrhage. The hemorrhage was due to the aneurysm rupture caused by the pressure of the microcatheter and the guidewire (subject device) to the back wall of the aneurysm. The patient was reported to be have died and the exact date of the death is unknown. No further information is available.

Manufacturer narrative:
Expiration date: added, concomitant products grid : added, manufacturing date: added, patient code grid: "aneurysm" added to better describe the issue. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. However, aneurysm rupture, hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
During a stent assisted coiling embolization of an unruptured terminus aneurysm, it was reported that the patient experienced a significant hemorrhage. The hemorrhage was due to the aneurysm rupture caused by the pressure of the microcatheter and the guidewire (subject device) to the back wall of the aneurysm. The patient was reported to be have died and the exact date of the death is unknown. No further information is available.